Manufacturer narrative:
(B)(4). Date is estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a general comment was made by the physician regarding xience v stent delivery systems. Within the last month, after deployment of the xience v, he has been having difficulty removing the xience v delivery catheter from the stent implant. There were two catheters in one case last week with this issue. There doesn't seem to be any one circumstance where this has been happening. It has occurred in different vessels with different degrees of tortuosity and calcification. Deep seating of the guiding catheter has occurred in a couple of the procedures. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.